Event description:
The visi-pro stent was placed uneventfully on (B)(6) 2013. Upon angiographic follow up on (B)(6) 2014, it was observed that the stent had fractured.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.